Event description:
The customer reported "there are several hollywood cage breakage that I did not report because the cage remained inside of the pt or because I could not get at the info." Numerous attempts have been made by integra to obtain add'l clinical info.

Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported info.